Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when they turned on the imaging system and unplugged the mobile view station (mvs) from the outlet the mvs turned off immediately. They said that the imaging system was plugged in and charging overnight. Issue not discovered clinically. They switched outlets and charged the system for approximately 2 hours. Then when they unplugged the mvs it remained on and was beeping as it should. When plugged in to the image acquisition system (ias) the battery indicator lights were scrolling and fully charged. There was no patient present when this issue was identified. The field engineer decided to replace the uninterruptible power supply (ups) and the ups battery cartridge during onsite investigation as a precautionary measure. Although reported failure could not be reproduced; replacement of these parts resolved the issue. Analysis of the returned ups and ups battery cartridge could not confirm any failure for either one as they both passed all tests without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(6) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when they turned on the imaging system and unplugged the mobile view station (mvs) from the outlet the mvs turned off immediately. They said that the imaging system was plugged in and charging overnight. Issue not discovered clinically. They switched outlets and charged the system for approximately 2 hours. Then when they unplugged the mvs it remained on and was beeping as it should. When plugged in to the image acquisition system (ias) the battery indicator lights were scrolling and fully charged. There was no patient present when this issue was identified.